Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's plastic piece was chipping away near the reservoir compartment and they were unable to tell if the insulin pump was rewinding. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.